Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patients' husband reported "I read an article about the explanting of the inspira n-trx340 mammary prosthesis, which has been causing problems to my wife¿s health", "asya syndrome¿ not related to device, probable capsular contracture," baker grade unknown, and "recall." This is for the right side device. The device has been explanted.